Manufacturer narrative:
(B)(4). It was later confirmed by the customer that the therapy pcb assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing the device was returned to use. Neither the device, nor the removed therapy pcb assembly were returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device would not detect the defibrillation therapy cable when it was properly connected. The device was able to detect the standard hard paddles were connected; however it was not able to read an ECG signal through paddles lead using the standard hard paddles. Without proper recognition of the defibrillation therapy cable, the device would not be able to deliver defibrillation therapy if needed. Without the ability to read ECG through paddles lead, the device would not function in AED mode. There was no patient use associated with the reported event.